Event description:
It was reported to boston scientific corporation that an injection gold probe bipolar electrohemostasis catheter was used during a hemostasis procedure performed on (B)(6) 2009. (Pt over 50 years old). According to the complainant, during the procedure, the needle would not retract. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the confusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).